Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was blunt and required too much force to make the incision. An alternate knife was obtained. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information was received further clarifying that there was no patient impact in conjunction with this reported event.